Event description:
On 04/01/2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on 04/11/2024. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/17/2024. The results are below: the event log was reviewed, and it was found that the pump never ran a single infusion. This was confirmed by checking the pumps info menu, which indicated the total vinf was 0. The event log is attached to the record. During functional testing, the reported problem was not duplicated. An 100 ml infusion ran until completion without an abrupt power off taking place. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.